Manufacturer narrative:
Trackwise complaint number (B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to confirm the reported issue. The stm found blood in the pneumatic module, no further contamination was found. To address the issue the stm replaced the pneumatic module assembly with safety disk (0997-00-1178). The stm then performed all functional, pneumatic and electrical safety tests. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient blood back occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.